Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer states unit is running low purity at 5 liters , no alarm.